Manufacturer narrative:
Continuation of medical products: dtba1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, no capture and possible fracture. The patient stated they were not feeling well. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.